Event description:
The event involved an 8" bifuse ext set w/2 microclave¿ clear, rotating luer, where it was reported that the luer lock connector of the bifurcated line has detached from the peripherally inserted central catheter (PICC) it was connected to. The issue was noted when the bifurcated line detached from the PICC, and the treatment began to spill. The medication being used was acyclovir. It was also stated that the product had been in use for five days and was not reprocessed or re-sterilized before use. The issue occurred during patient use, however, according to the report form, there was no one harmed, no delay in therapy or adverse event as a result of this event.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
Received two new list# 011-mc3312, ext set, bifuse w/2 clave¿ clear, as received, no physical defects or other anomalies observed. The two new samples were pull tested, both male luer connectors passed the pull test. Without the return of the failed used sample, probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.